Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 08dec2020.

Event description:
The customer reported tanks drain too fast. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The customer reported that during testing, the alleged issue could not be reproduced, and no error codes were present. No repairs were performed, and all performance testing passed the manufacturer's specifications. The device was use on a patient at the time of the event; however, no user harm reported.